Manufacturer narrative:
Patient information was requested but not yet provided. Pump serial number was requested but has not yet been provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced post-operative shock and placed on inotropes. The patient had baseline renal dysfunction pre-operative and had acute renal dysfunction post-operatively. On (B)(6) 2022 creatinine was 2.08 which was up from 1.73 and had a blood pressure 112/42/92. On (B)(6) 2022 the patients blood pressure was 97/69/82 and was started on nicardipine at 00:44 and stopped at 10:00. The patient was started on dobutamine on (B)(6) 2022 and stopped on (B)(6) 2022. Lisinopril was started on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists renal dysfunction and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's shock resolved without sequelae on (B)(6) 2022. The patient's acute renal dysfunction resolved with sequelae on (B)(6) 2022 as the patient had baseline renal dysfunction prior to left ventricular assist device implant. The patient's hypertension resolved without sequelae on (B)(6) 2022.